Manufacturer narrative:
Rayner has allocated the reference (B)(4) to this case. The healthcare professional reports that fuch's endothelial dystrophy was present prior to the cataract procedure and that in 2013 bullous keratopathy was observed. A dmek procedure was carried out on (B)(4) 2013 and during this surgery problems were encountered in getting the dmek lenticle to adhere to the posterior stroma. In response to this a "re-bubbling" of the anterior chamber was performed. Following detection of a persistent detached lenticle the anterior chamber was filled with a 20% mixture of sf6 gas and air to prolong the gas tamponade of the lenticle. This procedure proved successful in attaching the lenticle; however, post-operatively there was graft failure. A repeat dsaek procedure was then carried out on (B)(6) 2013. The pt was followed up in the outpatient clinic on (B)(6) 2013, (B)(6) 2014, . Opacification of the anterior surface of the iol was observed for the first time at the (B)(6) 2014 visit. Opacification has led to a significant decrease in the pt's vision. The healthcare professional states that it is his intention to explant the superflex aspheric 920h iol. Following explanation, the lens will be made available to rayner for analysis. The results of the device analysis and any additional investigation actions performed will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided the states that the healthcare professional observed the development of opacification in the post-operative period.